Event description:
A nurse mgr reported a pt with persistent scotoma following intraocular lens (iol) implant surgery. The lens was exchanged for the same model lens. The mgr reported the pt is doing "great" and does not have the scotoma since the exchange. In a f/u, the surgery mgr reported that in the surgeon's opinion, it is unk if the device caused/ contributed to the event.

Manufacturer narrative:
Eval summary: the product was returned. Solution and optic damage were observed. Results from the product history record review indicated the product met release criteria. A lens bench test was conducted with acceptable results. The root cause could not be determined from the investigation. While we are unable to determine the root cause of the observed lens damage, our observation reasonably suggests that it is not mfg related. Due to the presence of surgical solution, the lens damage on the returned product is most likely related to customer handling. There have been no other complaints reported in the lot number. Add'l info was requested on 10/19/2011 and 11/03/2011 by phone, fax, and mail. A completed questionnaire was rec'd on 11/06/2011. (B)(4).